Event description:
When the iab was inserted using a left side approach, it developed a leak. It was observed under fluoroscopy that plaque was present probably caused the rupture as the balloon was being inserted. Another iab was inserted using a right side approach, but the physician was unable to remove the guide wire. The iab and guide wire were removed with no pt complications.